Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.0 inr. The patient's coumadin dose was held for four days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The caller's last name was not obtained. It was unknown if the initial reporter sent report to the FDA.